Event description:
It was reported that the device was prepped outside of the patient. During the procedure in the left anterior descending artery with mild calcification and 76% stenosis, a pinhole rupture occurred during inflation. There was no reported resistance during advancement or retraction of the balloon catheter in the patient. The procedure was completed with the use of a 2.0 x 12 mm rx trek balloon. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the catheter was returned with blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a 1 mm longitudinal rupture in the balloon over the distal marker. Scanning electron microscopy analysis concluded that the balloon failure may have been attributed to mechanical damage to the outer surface. The marker also exhibited a ridge in the material corresponding with the location of the leak in the balloon. In this case, there was no report of any leaks noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. However, it is possible that the balloon and marker were damaged/pinched during manufacturing such that upon inflation attempt, the balloon ruptured as a result of the damage, though this could not be confirmed. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Reportedly, the lesion was mildly calcified and 75% stenosed, which may have contributed to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. A conclusive cause could not be determined for the balloon rupture. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.